Event description:
Following a cardiac catheterization procedure and angio-seal deployment, the pt complained of numbness distal to the right knee. The right lower extremity was slightly cooler than the left and the right pedal pulse could not be obtained with a doppler. A femoral angiogram revealed a subtotal occlusion at the bifurcation of the femoral profunda and superficial femoral arteries; however, there was adequate bloodflow to both extremities. The pt was scheduled to undergo a profundaplasty.